Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels (300 mg/dl). Customer's health care professional recommended the pump basal rate be adjusted. Tandem technical support guided the customer through adjusting the pump basal rate. Customer delivered manual injections to stabilize blood glucose levels.